Manufacturer narrative:
E1, initial reporter establishment name: (B)(6). E1, address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had image with color stripes. The issue was identified during maintenance. There was no patient involvement.